Event description:
The complainant reported the patient was on impella 5.5 support and during support, there were high purge pressures. Lysis protocol was initiated. Support continued. Furthermore, the patient developed heparin-induced thrombocytopenia and was being treated systemically with argatroban. Support continued until weaning was successful and the procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The root cause of the thrombocytopenia cannot be determined as insufficient clinical details were provided. In the data logs it can be seen that there are some downward ticks in the purge pressure and leading up to high purge pressure. Purge pressure then begins to rise on 1/26 with no reported kinks in the line. It takes ~7 hours for the purge pressure to trigger a hpp alarm. It remains high for about 10 hours. The purge cassette was changed and there were no further ticks seen for the remaining of the case. The pc was changed from (B)(6). During this change, tpa was also added to the purge and said to resolve the issue. The purge pressure stabilized and there is a gap in the data logs as the console was changed. On 2/17 there is one more increase in pp over 4 minutes that lasts for 40, and then the purge pressure is stable for the rest of the data logs provided till 2/24. The rest of the data logs to 3/11 were not given. The cassette that was returned was not the cassette used at the provided rise. The returned product reproduced high purge pressure and would not run as there was biomaterial in the gap, and ingress into the purge line. Since the data logs show the purge within specification until the 24th after it resolved on 1/26 and 2/17 and there were no further reported purge events, it cannot be determined what the root cause of the high purge pressure event was on 1/26. Due to lack of logs returned and insufficient information provided, the root cause of the high purge pressure could not be determined. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-27008 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. The 5s parameters are stable throughout the case. The returned product showed a significant kink in the fiber near the red pump plug. A light continuity test was performed and light leaked form that location. The root cause of the optical signal issue is most likely due to a damaged fiber line. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 updated to include optical signal issue description. H6 updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2025-27008. B7 other relevant history, including preexisting medical conditions updated. D10 concomitant medical products and therapy dates updated. H3 device evaluated by manufacturer updated.

Event description:
The complainant also reported placement signal issues. The pump¿s position was confirmed, and support continued.